Manufacturer narrative:
(B)(4). Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an l4-5 tlif (posterior approach) on (B)(6) 2016, the spacer became dislodged from the inserter while impacting it into the disc space. The spacer went beyond and all the way through the disc space. Multiple x-rays were taken, which identified the location of the spacer as being out of the disc space and in front of the vertebral body. The surgeon spent additional surgical time trying to retrieve the spacer. A navigation spin was used in an attempt to get close enough to retrieve the spacer. There was a two hour surgical delay and surgeon was unable to retrieve the spacer from the retro-peritoneal space in front of the vertebral body. Surgeon placed a second spacer in the disc space, as the first spacer went completely through the disc space, which allowed space for proper placement of the second spacer. Surgeon was able to complete the procedure that was originally intended. The screws were already in place and the surgeon was able to place the rods and locking screws and final tighten the hardware for completion of the procedure. It was decided that a second, anterior procedure would be performed on (B)(6) 2016 by an access surgeon to retrieve the spacer, as it could not be retrieved from the posterior approach. This event is being captured under (B)(4). This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Product investigation summary: the returned instrument was examined and the complaint condition was unable to be replicated as the instrument was able to be assembled and was found to function as intended. As the complaint spacer was unavailable for return, a different 10mm x 28mm opal spacer was tested with the complaint product and the implant holder was able to retain the device. No definitive root cause was able to be determined as the complaint condition was unable to be replicated. A visual inspection, functional test, and drawing review were performed as part of this investigation. No product design issues or discrepancies were observed. This complaint is confirmed. The opal implant holder with pistol grip (03.803.002) is noted in the opal spacer system technique guide where it is one of two options for implant insertion. In order to attach an opal spacer to the holder, the knob at the proximal end must be rotated counter-clockwise to open the jaws, after which the jaws can be seated against the implant. Finally, the knob can be tightened (clockwise) to secure the implant. Insertion occurs with light impaction and, once the implant is in the correct position, the knob is rotated counter-clockwise to release the implant. The relevant drawings for the returned instrument were reviewed (both from the time of manufacture and present revision): top-level, knob assembly, and sleeve assembly. The design, materials, and finishing processes were found to be appropriate for the intended use of these devices. A device history review was performed for the returned instrument¿s lot number with no material record reports, non-conformance reports, or complaint-related issues identified. No definitive root cause was able to be determined as the complaint condition was unable to be replicated. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device history record review: manufacturing date: august 5, 2013 supplier: (B)(4) - packaged by: (B)(4). No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.